Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information has been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent could you please confirm how many needles were involved in the event? Could you please confirm if this happen several times in the same procedure or in another procedures? If it occurred in others, were they reported in another complaint? What is the procedure date? What is the event day? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw# 2210968-2020-03871, 2210968-2020-03875, 2210968-2020-03876, 2210968-2020-03877, 2210968-2020-03878, 2210968-2020-03879, 2210968-2020-03880, 2210968-2020-03881, 2210968-2020-03882, 2210968-2020-03883.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2020 and suture was used. During use, it was observed that the needle popped off of the suture. A new box was opened to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/19/2020. A manufacturing record evaluation was performed for the finished device lot number plq052, and no non-conformances were identified. Additional h3 investigative summary: one open box with unopened samples of product code 8205, lot plq052 was received for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.